Manufacturer narrative:
It is indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a stenting treatment procedure, the stent was "crushed". The target lesion was at the anastomosis of a previously implanted non-bsc gortex bypass graft in the common femoral artery. A sentinol bil 6x59x1350 stent had been selected and advanced to treat the target lesion. While implanting the sentinol stent, the physician advanced an unspecified non-bsc stent, which "crushed" the sentinol stent; however, the sentinol stent was able to be successfully implanted. There were no pt complications reported with the pt's current condition listed as "ok".